Event description:
It was reported that the customer experienced a high blood glucose level of 405 mg/dl. She was unable to insert the sensors. The product will return. Nothing further to report.

Manufacturer narrative:
Inspected two opened/used enlite sensors, performed visual inspection and found both sensor needles bent inside sensor. We were unable to confirm if customer received the sensor in said condition, due to receiving it opened/used.

Manufacturer narrative:
Reference medwatch 3004209178-2015-50136 for additional information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.